Event description:
It was reported that a transmission alert from the patient¿s device noted sudden elevated right ventricular (rv) lead impedance and rv thresholds. A neighbor went to check on the patient, called emergency medical services (ems), and the patient was pronounced dead. It was further reported that the patient may have been deceased at the time of the alert, but conclusive evidence was unknown. The patient is a participant in a clinical study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.